Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A ventilator inoperative alarm occurred, and the device stopped operating. Ambu (manual ventilation) was reportedly being use on the patient. The patients' blood pressure decreased when the manual ventilation was being performed. It dropped to the extent that it became temporarily unmeasurable. Medication had to be administered. The blood pressure gradually improved after the replacement device was put on the patient and returned to the normal value. The device was investigated on site with confirmation of an occurrence of a ventilator inoperative alarm, however it could not be reproduced at that time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Error code e-110 (blower related failure) was confirmed in the error log. The device's system pca was replaced and the issue was resolved. The blower assembly was replaced as prevention.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A ventilator inoperative alarm occurred, and the device stopped operating. Ambu (manual ventilation) was reportedly being use on the patient. The patients' blood pressure decreased when the manual ventilation was being performed. It dropped to the extent that it became temporarily unmeasurable. Medication had to be administered. The blood pressure gradually improved after the replacement device was put on the patient and returned to the normal value. The device was investigated on site with confirmation of an occurrence of a ventilator inoperative alarm, however it could not be reproduced at that time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.